Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and failed due to blockage in the female luer. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a nurse was unable to flush intravenous fluid through a one-link extension set with a syringe. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.